Event description:
The customer reported that prior to use on a patient, the unit failed to acquire an ECG signal (no ECG trace). The pt was switched to another unit and therapy was initiated. No pt injury was reported.